Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged between 400 mg/dl to "high". Customer addressed bg level by delivering a bolus and changing pump supplies. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.